Event description:
It was reported that a malfunction occurred on the pump, specifically indicated by malfunction code 9. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to place the pump into storage mode and return it to tandem using a pre-paid label. A replacement pump with updated software was sent to the customer, who was informed that they would need to program their settings and connect their cgm to the new pump. The customer acknowledged these instructions and will continue using the current pump until the new one is received.